Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 150 mmol/l. The customer questioned the result and repeated the sample. The repeat result was 143 mmol/l. No questionable results were reported outside of the laboratory. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The customer stated they received ise1 voltage, concentration abnormal, and slope alarms. The customer found that the ise reagent tubing was not positioned straight down into the reagent bottles. The customer repositioned the tubing. The service maintenance actions performed by the customer resolved the issue. No further issues were reported following the customer's maintenance actions.